Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal relationship exists between the liberty select cycler and the reported adverse event(s) of death, the cause of death is unknown as evidenced by the esrd death notification. As reported by the peritoneal dialysis registered nurse (pdrn) the patient was not connected to the liberty select cycler at the time of death, however the last pd treatment was completed earlier that day. The pdrn reported the patient was recently diagnosed with arteriosclerosis while undergoing a cardiac catheterization, as well as having a high blood sugar event prior to expiration. Based on the information available, causality cannot be determined. There is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Should additional information become available, this clinical investigation will be reevaluated.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. A patient¿s contact responded to a liberty select cycler mailing stating the patient expired on (B)(6) 2018. Upon follow up the peritoneal dialysis (pd) registered nurse confirmed the information received was accurate. The patient was not actively dialyzing at the time of death. The patient reportedly underwent a routine stress test on an unknown date which subsequently lead to a cardiac catheterization revealing the patient suffered from arteriosclerosis. The pd nurse stated the patient experienced an increase in blood sugar prior to expiring. An autopsy was performed and reportedly the cause of death was unknown. The end stage renal disease death notification was received and confirmed the cause of death was unknown. Additional information was requested but was not available.